Manufacturer narrative:
The reported event of the autopulse platform (sn (B)(6)) displaying a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The reported issue was due to failed communication between the drive train motor and the processor board. Unrelated to the reported complaint, damaged load plate cover and bottom cover were observed during visual inspection. These type of physical damages can be attributed to user mishandling. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. The platform was connected to the autopulse vision software to reset the software and clear the error message. The archive data revealed a system error 132 (internal watchdog timeout) message. The autopulse platform is a reusable device and was manufactured in 06 august 2010. The device has been operating for 9 years and has exceeded its expected serviceable life of 5 years. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
The reported event of the autopulse platform (sn (B)(4)) displaying a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The reported issue was due to a software logic related fault resulting in a failed communication between the drive train motor and the processor board. Unrelated to the reported complaint, damaged load plate cover and bottom cover were observed during visual inspection. These type of physical damages can be attributed to user mishandling. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. The platform was connected to the autopulse vision software to reset the software and clear the error message. The archive data revealed a system error 132 (internal watchdog timeout) message. The autopulse platform is a reusable device and was manufactured in 06 august 2010. The device has been operating for 9 years and has exceeded its expected serviceable life of 5 years. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4) reported on 14 jul 2014, the processor board was replaced.

Event description:
During device check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.